Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. However, passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm motor error. Customer's blood glucose at time of incident was 341 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump completely. Customer reviewed the alarm history and found 2 motor errors within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 482 mg/dl.